Manufacturer narrative:
It was reported that the ps femoral implant packaging had a hole through both layers of packaging, breaching the sterile barrier. This was discovered during surgery; the surgeon chose to re-sterilize the implant. This re-sterilization process takes around 1-2 hours and needed to be completed while the patient was under anesthesia. This was a major delay to the surgery. The device history record was reviewed, and the implant was designed and manufactured per the specifications. All sterilisation requirements were met.

Event description:
It was reported that the ps femoral implant packaging had a hole through both layers of packaging, breaching the sterile barrier. This was discovered during surgery; the surgeon chose to re-sterilize the implant. This re-sterilization process takes around 1-2 hours and needed to be completed while the patient was under anesthesia. This was a major delay to the surgery.